Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light post of the subject device came off the scope and stuck to adaptor. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g1, h3, h6. Corrected fields: e1, e4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide post was broken apart along with the outer adapter, and there was fiber breakage. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was due to the light guide post being broken apart along with the outer adapter. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.